Event description:
Patient's esophagogastroduodenoscopy (egd) was done with an egd scope of unknown status of disinfection. Random cultures of three gastrointestinal scopes were taken and reported as positive for fungus two days later. This patient's egd scope was one of the three that tested positive, and it was returned to service prior to knowing the culture results. The system 83 plus 9 washer-disinfectors in use have been cultured, and the results are pending. The 5.0 micron sediment pre-filter with reportedly blackened sediment-appearing debris in it was changed out after the scope cultures were obtained. These filters are usually changed every 3 months, and this was the first time we have seen this. It is our belief that this occurred as a result of not adequately flushing the water supply when the heat exchanger was repaired two weeks ago. The tubing leading from the hospital water source to the system 83 plus 9 washer-disinfectors has since been changed. Cultures taken of the distal tip protectors came out positive for bacterial growth but negative for fungi.